Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator had many reset/inop (ln vent1) alarms while connected to a pt. The ventilator could not reboot. No pt harm reported.